Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was dull. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for latex cut test. The scissors did not cut cleanly through .006 of latex. The latex snagged at the scissor tips. The blade edges were not damaged but the edges exhibited wear at the tips, negatively affecting cut performance. An additional observation not reported was tube extension had pad printing removed. The tube extension displayed pad printing removed all around the distal hub and tube extension inter face. The largest area measured .337 x .285. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found.